Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, door 8 cracked and needed to be replaced. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that door 8 was cracked and needed to be replaced. A field service engineer found that the door was slightly cracked, and the customer had a replacement door, so the fse swapped it out. The system functioned as intended after the field service engineer repaired the device.